Event description:
The article, ¿procedural success in transaxillary transcatheter aortic valve implantation according to type of transcatheter heart valve: results from the multicenter taxi registry¿, was reviewed. The article presents a retrospective, multicenter study aimed to compare procedural success according to different types of transcatheter heart valves (thv). Devices included in this study were accurate neo, allegra, corevalve/evolut/evolut r/evolut pro, portico, sapien 3/sapien 3 ultra, manta, and proglide. The article concluded both self-expanding (se) and balloon-expanding (be) thv can be safely used in transaxillary (tax)-tavi. However, se thv were more often used and were associated with a higher rate of device success. While se thv were associated with lower rates of vascular complications, be thv were more often used in cases with challenging anatomical circumstances. [The primary and corresponding author is andreas schaefer, department of cardiovascular surgery, university heart and vascular center hamburg, martinistrasse 52, 20246 hamburg, germany, with corresponding email: and.schaefer@uke.de] the time frame of this study is unknown. A total of 432 patients were included in this study, with 368 receiving a se valve and 64 receiving a be valve. The average age was 80 years (81=se, 79=be) and the average gender male (60.1%=se, 62.5%=be). Comorbidities included hypertension, diabetes, prior myocardial infarction, prior pci, prior CABG, atrial fibrillation, prior pacemaker/ICD implant, prior rima/lima graft, prior stroke, prior tia, peripheral artery disease, copd, valvular regurgitation (includes aortic, mitral, and tricuspid).

Manufacturer narrative:
Literature article: procedural success in transaxillary transcatheter aortic valve implantation according to type of transcatheter heart valve: results from the multicenter taxi registry investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications to different types of transcatheter heart valves (thv) were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, prior myocardial infarction, prior pci, prior CABG, atrial fibrillation, prior pacemaker/ICD implant, prior rima/lima graft, prior stroke, prior tia, peripheral artery disease, copd, and valvular regurgitation (includes aortic, mitral, and tricuspid). Some of the complications reported were death, hospitalization, surgical intervention, stroke/cva, hemorrhage, cardiac tamponade, renal failure, and myocardial infarction; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.